Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Failure analysis was unable to verify external flash error alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a external flash error alarm message on the insulin pump. Customer stated the insulin pump was not functional due to the message. Customer's blood glucose was 176 mg/dl. The customer stated they were able to clear and rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.